Event description:
This unsolicited case from united states was received on 10-jan-2017 from a healthcare professional. This case concerns a (B)(6) female patient who initiated treatment with synvisc and after few days experienced increased pain. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with synvisc injection at a dose of 2 ml (route, frequency: unknown; batch/ lot number: 6rsp005 and expiration date: 30-apr-2019) into both knees for osteoarthritis. On an unknown date in (B)(6) 2016, after few days, the patient experienced increased pain. On (B)(6) 2016, the patient called and cancelled the appointment of the second injection scheduled for (B)(6) 2016 due to the increased pain. The same day, the patient received a cortisone injection. The patient did not want the remaining 2 injections after one shot per knee claiming that the shots did not work (device ineffective).on (B)(6) 2016, the patient received the second synvisc injection in both knees. It was reported that the patient would not be returning for the 3rd injections due to increased pain after first and 2nd injections in both knees. The patient was asking to get a refund for the 2 synvisc syringes that were left stating that they were sealed and had not been opened. Action taken: permanently discontinued. Corrective treatment: cortisone. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsp005 expiration date (04/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp005 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 17-jan-2017. Ptc results were added and text amended accordingly.

Event description:
This unsolicited case from united states was received on 10-jan-2017 from a healthcare professional. This case concerns a (B)(6) female patient who initiated treatment with synvisc and after few days experienced increased pain. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with synvisc injection at a dose of 2 ml (route, frequency: unknown; batch/ lot number: 6rsp005 and expiration date: 30-apr-2019) into both knees for osteoarthritis. On an unknown date in (B)(6) 2016, after few days, the patient experienced increased pain. On (B)(6) 2016, the patient called and cancelled the appointment of the second injection scheduled for (B)(6) 2016 due to the increased pain. The same day, the patient received a cortisone injection. The patient did not want the remaining 2 injections after one shot per knee claiming that the shots did not work (device ineffective). On (B)(6) 2016, the patient received the second synvisc injection in both knees. It was reported that the patient would not be returning for the 3rd injections due to increased pain after first and 2nd injections in both knees. The patient was asking to get a refund for the 2 synvisc syringes that were left stating that they were sealed and had not been opened. Action taken: permanently discontinued. Corrective treatment: cortisone. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention.